Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully deployed. During the 24-hour follow-up after implantation, the device was noted to embolize and was found in the left ventricle. The device is planned to be retrieved. The patient is reported to be stable.

Manufacturer narrative:
An event of device embolization and foreign body in patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during the 24-hour follow-up after implantation, the device was noted to embolize and was found in the left ventricle. The device is planned to be retrieved. The patient is reported to be stable. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na.